Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to fluid loss from the cylinder. The device failed to inflate. The reservoir was left implanted. A new ipp preconnect with 18cm x 12mm cylinders and pump was implanted. The patient had good results following the surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.